Manufacturer narrative:
User guide states: the auto-off alarm notifies you that there has been no interaction with the pump in the specified number of hours and the pump will shut down after 30 seconds. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an auto-off safety alarm occurred. Customer confirmed that there was no interaction with the pump and was cause of alarm. Blood glucose was in the 400s mg/dl and a correction bolus was delivered. Upon follow up, customer confirmed insulin delivery had been resumed.